Event description:
It was reported an issue with novosyn suture. The client reported that it was difficult to take off the thread and needle. The surgeon tried to take it off by pulling but thread and needle could not be removed smoothly. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or information regarding the batch number is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Moreover, batch number has not been provided. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.